Event description:
The customer returned this handpiece with the report that it would not operate. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the handpiece was received for repair. During testing of this oscillator handpiece, it ran on its own when the battery was connected without pressing the trigger. Further investigation found it would run in the safe mode. The cause of the failure was isolated to the controller. Also, the investigation found oscillator head mechanism damage and bearing assembly failure. The instruction manual recommends a service interval of every 12 months for this handpiece.